Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose. The customer's blood glucose level was 37 mg/dl at the time of the hospitalization. The customer¿s blood glucose level at the time of the incident was 53 mg/dl and the current was 147 mg/dl. The customer had using the insulin pump within 48 hours of the reported low blood glucose. The customer did not experience any symptoms such as a result of low blood glucose .the customer was treated by glucose. Troubleshooting was done for low blood glucose and over delivery. Based on customer report customer allege pump was over delivering. The insulin pump will not be returned for analysis.